Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as "around 0500 patient was turned to clean, required 3 staff members to turn, the red PICC cap detached from the PICC." It was reported the device was replaced. There was no patient injury. The patient's condition was reported as "lethargic but vitals were stable".

Manufacturer narrative:
(B)(4). The customer returned one luer hub for investigation. The catheter was not returned. Visual inspection revealed the distal luer hub separated from its extension line. The point of separation is unknown as the catheter was not returned. Remains of the extension line were visible inside the luer hub. The inner diameter of the distal lumen inside the luer hub measured to be 0.058" which is within specifications of 0.055" - 0.059" per product drawing. Dimensional inspection of the remainder of the catheter extension line could not be performed as it was not returned for evaluation. A device history record review was performed, and the following potentially relevant finding were identified: for material c-15802-018a, a non-conformance was initiated for lot numbers 13c21f0239 and 13c21d0882 in regards to an extension line leak during use. It cannot be determined if the failure modes are the same without the remaining portion of the catheter returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. " the customer report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. Remains of the extension line were observed on the separated luer hub. The probable root cause of this event could not be determined without the catheter returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint reported as "around 0500 patient was turned to clean, required 3 staff members to turn, the red PICC cap detached from the PICC." It was reported the device was replaced. There was no patient injury. The patient's condition was reported as "lethargic but vitals were stable".